Event description:
It was reported that the patient was unable to go into MRI mode due to high impedances on one lead. As a result the patient's scs system was to be explanted on an unknown date. No further information is known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information and patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000093243. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.